Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box, lot number 73c1500637 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler gets stuck and does not deliver the staples properly. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528135 visistat 35r 6/box was received used, opened without original package, lot # was not confirmed, stapler was received with few remaining staples (staples in good condition). During visual inspection was observed; components looked well assembled, however stapler was received with trigger component pre-activated; root cause unknown, one staple pre-activated in the tip of the cartridge. Failure mode stuck in stapler was confirmed with samples received during visual inspection. Functional inspection: stapler was fired for full activation cycle according to the IFU product "the trigger must be squeezed all the way in." Staple was pre-activated, closed and released. However; during the activation it was noted that the trigger component was slightly jammed each time it was activated. Stapler was disassembled to review the internal components, and the cover block was broken. Therefore, failure mode stuck in stapler was not able to be duplicated during functional inspection. Although; from the sample received it was observed the defect reported by the customer stuck in stapler during functional testing , other remarks: the root cause for this issue is considered unknown since the cover block component is broken, despite this condition; stapler was activated and a total of 5 remaining staples were released. Therefore a corrective action cannot be established due to the sample condition (damaged). In addition, all products are 100% tested by manufacturer and this defect would have been detected during the functional testing.

Event description:
Alleged event: the stapler gets stuck and does not deliver the staples properly. The patient's condition was reported as unknown.